Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that image is blurry. No negative impact in state of health reported. The risk is covered in the related risk file (sap-ID: (B)(4), version: bf; risk ID: (B)(4); severity-level: 3 (tissue trauma, reversible, associated with significant prolongation of the procedure / duration of anesthesia).